Manufacturer narrative:
(B)(4). Batch # m54y9x. Additional information was obtained: there was no harm to patient lung tissue, but the surgeons were very concerned that the manual overrode would not crank back the knife blade to open the jaws of stapler. The analysis found that one ple45a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr45d cartridge reload was received partially fired 1/10 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The manual override mechanism worked as intended. Event could not be confirmed as the device closed and opened without any difficulties noted. No partial fire was noted during functional testing. The knife reverse button force worked properly during testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a robotic lobectomy procedure, on the second lung tissue fire with gold reload, the powered stapler stopped. The stapler was cleaned properly after first firing. The reverse knife blade was tried, no power. The manual over ride was then attempted without success. The surgeons had to use the instruments to pry open the stapler laparoscopically to safely remove anvil from lung tissue. Another like device was